Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, abdominal pain and diarrhea are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "caution: insufficient weight loss may be caused by pouch enlargement or more infrequently band erosion, in which case further inflation of the band would not be appropriate." Device labeling addresses the reported event of abdominal pain and diarrhea as follows: "pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."

Event description:
Healthcare professional reported, "erosion of band (gastroscopy done by outside endo, erosion found) band removed." The band was not replaced at this time. The explanted device will be returned. Follow-up findings: the pt was first seen for abdominal pain and diarrhea. A CT scan was done and was normal. The pt was seen six weeks later for continued abdominal pain, and was to continue follow-up. The gastroscopy performed by family dr five months later found the erosion.